Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/06/2013 with the following findings:there is a visible crack from the top of battery compartment to the pump case seal. Visual inspection of the battery cap threads is stripped.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a crack in the battery compartment and the threads on the battery cap are stripped. This report is made based on the results of an investigation completed on 11/06/2013.